Event description:
The customer contact reported the device touchscreen intermittently does not respond when pressed. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events adn no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen intermittently does not respond when pressed. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen intermittently did not respond when pressed. As indicated, this device has been identified as part a product recall. This report represents all the information known by the reporter upon query b hospira personnel.